Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed error message code "pace defib flt" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.